Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, the user could not inflate the balloon. Another one was used and it worked. The problem was noticed prior to use and there was no patient involvement.